Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.08745) inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 23.2 units of normal bolus was delivered on dec 18, 2023. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm on 12/18/2023 13:20:15.000 bolus, 12/18/2023 13:49:00.000 basal, 12/18/2023 14:09:00.000 basal, 12/18/2023 14:15:00.000 basal, 12/18/2023 14:27:06.000 bolus, 12/18/2023 14:28:08.000 bolus, 12/18/2023 14:28:44.000 bolus and 12/18/2023 14:31:00.000 bolus in pump downloaded history during bolus and basal. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. No delivery/occlusion alarm - unknown timing. Unexpected insulin flow blocked alarm was not confirmed. No communication to mobile was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.08745) inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 23.2 units of normal bolus was delivered on dec 18, 2023. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2023 13:20:15.000 bolus, (B)(6) 2023 13:49:00.000 basal, (B)(6) 2023 14:09:00.000 basal, (B)(6) 2023 14:15:00.000 basal, (B)(6) 2023 14:27:06.000 bolus, (B)(6) 2023 14:28:08.000 bolus, (B)(6) 2023 14:28:44.000 bolus and (B)(6) 2023 14:31:00.000 bolus in pump downloaded history during bolus and basal. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump passed functional testing and under delivery anomalies noted during testing. Unable to confirm high bg's. No delivery/occlusion alarm - unknown timing. Unexpected insulin flow blocked alarm was not confirmed. No communication to mobile was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and also recieved insulin flow block alarm and found that pump is not working due to clicking. The customer also alleges the insulin pump is under delivering. Troubleshooting was performed and the pairing issue was resolved by installing the latest version of the updater app and the insulin also exited. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.